Event description:
It was reported that the patient had inappropriate shocks due to oversensing of myopotential noise, t-waves, and premature ventricular contractions. The device is programmed to the secondary sensing vector. Technical services recommended some programming options. There were no additional adverse patient effects.